Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the buttons on his pump became unresponsive. The patient's blood glucose at the time of incident was 230 mg/dl. The customer stated that he left the pump sitting on the side of the jacuzzi and it may have gotten dripped on. Troubleshooting was initiated for the keypad anomaly. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.